Event description:
It was reported that during an unknown procedure, a black speck/debris was seen in the airway of the patient. The bronchovideoscope was inspected and there were no visible defects. It was unknown if the foreign body was from the device. Additional information has been requested but not available at this time. There were no reports of patient harm.

Event description:
Additional information was received from the customer that after initially seeing the black debris, it was not located again. The procedure and duration of anesthesia was extended looking for the black debris. There were no further reports of patient harm. This supplemental report is being submitted to provide additional information. Updated field: f9 and f10.